Event description:
The ge oec 9800 fluoroscopy system was reported to intermittently hang on system boot up. A reboot was necessary to complete system power up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found only one instance where the system hung at the x-ray security switch error. The x-ray controller pcb was re-seated and isolation transformer strapping checked. They system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.